Event description:
It was reported that the adhesion from the packaging was present on the implant. It was reported that the device was discarded. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). No product was returned, or pictures provided; visual evaluation could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for the reported part and part lot combinations. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.